Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered four inappropriate shocks to the patient. The device delivered the therapy for atrial fibrillation (af) with rapid ventricular response. Furthermore intermittent atrial undersensing was noted on the electrograms. Reprogramming was performed and the ICD and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.